Manufacturer narrative:
The hill-rom technician found no issue with the emergency release mechanism. The technician found a worn gear in the actuator motor. According to periodic inspection for uno 102 ee: 12 mast actuator. Verify that the upper and lower actuator fasteners to the mast are tight. Check that the locking screws on the emergency lowering device are countersunk; screw heads must not protrude. Verify that the lift is equipped with an outer tube. Pull the outer tube to the top and bottom (with the lift arm in its highest position). Make sure the outer tube not get stuck in any position. Verify that the outer tube has no cracks, deformation or gaps. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the actuator to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift actuator dropped fast when they pushed the down button. The lift was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).